Manufacturer narrative:
Concomitant medical products: 459888 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alarm from their cardiac resynchronization therapy defibrillator (crt-d) because the device exhibited abnormal battery depletion. The crt-d was explanted and replaced. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.